Manufacturer narrative:
(B)(4). The investigation identified the returned device was worn. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The complaint sample consisted of (1) 212801020 glo fx/adv inserter/extractor. The date code ah0703 indicates this device was manufactured in july 2003. Examination of the returned product found no deficiencies with the device. Functional evaluation identified the locking handle and tab exhibited a slight toggle consistent with normal wear of the mechanical joint components of the locking mechanism. The device exhibits heavy impaction marks and nicks through normal use and servicing. The root cause is attributed to wear through normal use and servicing. Based on the determination of the wear through normal use and servicing as the root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After investigation, it was reported that the device was scratched/nicked.